Event description:
It was reported the screws broke bilaterally at l5 approximately 3-4 months post-op. The pt had revision surgery. The explanted screws were sent to pathology after removal. It was also reported the interbody device implanted at l3-l4 and l4-l5 was in good position.

Manufacturer narrative:
No product was returned for evaluation. With the available information, a cause or contributing factor cannot be identified.